Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During an atrial fibrillation ablation procedure, a versacross access solution was selected for use. The physician performed transseptal with versacross radio frequency (rf) wire in a non-boston scientific sheath. The physician tried three or four times using the rf puncture generator through a duomode to go transseptal before the wire crossed into the left atrium. The wire did not go transseptal so multiple tries to go transseptal using rf were taken. This case was a redo pulse field ablation and the veins were mostly isolated, seen by premapping with a non-boston scientific mapping catheter. The physician ablated segmental around all of the veins, anteriorly and posteriorly, and ablated the posterior wall with farawave (fw) visualized on carto. The physician removed the fw and inserted the non-boston scientific for post mapping. The post map showed an area on the roof the physician wanted to touch up with fw. The physician reinserted fw and within a minute, anesthesia asked to check for an effusion because the patients blood pressure had dropped. An effusion was seen around the right ventricular (rv). Two fw pulses were given and then the transseptal (the sheath was removed from la) was removed and the physician began the process of tapping the patient. Over the course of two hours, 2400 cc of blood was removed and at least one unit of blood was given. The effusion continued and seemed to get worse, as the fluid was building up quicker, which the physician speculated could be due to a non-boston scientific pigtail catheter during the tap. Cardiothoracic (CT) surgery was consulted. The CT surgeon suggested the effusion might be coming from the right pulmonary veins. The patient was hospitalized and later on the patient has been discharged. In the physician's opinion, the versacross device did not contribute to the patient complication. The device is not expected to be returned for analysis (disposed).